Event description:
Boston scientific provided the following information: rv lead switch from bipolar to unipolar due to <200 ohm impedance. Stored episodes on (B)(6) 2024 contain noise artifact. Should additional information be received, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.